Manufacturer narrative:
The pcb00 unit was returned to the manufacturer for evaluation. The cartridge component was observed correctly engaged into lower body of the pcb00 device. The plunger component was observed in a fully advanced position (screwed all the way to the end). Visual inspection at 10x microscope magnification was performed. The lens was not returned. Therefore, the complaint issue as ¿haptic detached¿ could not be confirmed. Manufacturing records were reviewed and the pcb00 unit was manufactured according to specification. There were no non-conformance reports related to this complaint. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a trailing haptic of an intraocular lens, model pcb00, was missing. The nurse loaded the lens well in advance, almost at the beginning of the case. The lens was implanted in a patient with a very small eye and a very narrow chamber. The surgeon operated through a superior incision in a deep orbit, so bisecting the lens would have been very difficult. Finally, the surgeon enlarged the incision to 5 mm, removed the lens, put in a new one, and closed with two resorbable sutures. The patient was expected to be fine, without any consequences. No additional information was provided.